Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported premature activation associated with the clip detaching from the dc could not be determined. The reported surgical intervention and delay to treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event was reviewed by a clinical r&d engineer, and the reviewer stated ¿a collage of images was provided which include three (3) fluoroscopic still images. All three images depict a similar incident in which the reported cds is retracted into the sgc such that delivery catheter (dc) radiopaque tip ring is located within the sgc tip ring, with the dc l-lock shaft extending just past the sgc soft tip. The clip can be visualized at the end of the l-lock shaft, just distal to the sgc soft tip. In two of the fluoro image, the clip is severely angulated relative to the l-lock shaft, almost at a 90° angle such that the clip arms are orthogonal to the l-lock shaft. In the third fluoro image the clip arms are coaxial/parallel with the l-lock shaft with some minor angulation noted. In all three fluoro images, the clip appears to be attached to the dc shaft still. This aligns with the reported incident details that "the third [reported] clip detached from the cds as soon as it entered the left atrium. The clip was still attached to the lock line [dc shaft]". Due to the quality of the images (grainy, poor resolution) the distal l-lock shaft and discreet clip components cannot be visualized or assessed for potential damage. Aside from the abnormal angulation of the clip relative to the l-lock shaft, no additional observations can be made based on the fluoro images.

Event description:
This is filed to report premature clip activation requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One xtw mitraclip was successfully implanted (20822r1080). A second clip (20826r1044) was advanced and placed in the patient. During deployment, it was difficult to remove the clip from the clip delivery system (cds). Troubleshooting was performed and was successful. The clip was deployed and a third clip (20324r113) was then prepared for implant. It was noted that the third clip detached from the cds as soon as it entered the left atrium. The clip was still attached to the lock line. Subsequently, the physician pulled the cds and clip back into the right atrium and performed a femoral vein cutdown to remove the clip. The procedure was then concluded with a resulting mr of grade 2. This issue reportedly caused a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced was filed under a separate medwatch report number.